Event description:
On (B)(6) 2019, the patient underwent an endovascular repair for an occlusion of the left superficial femoral artery using a gore viabahn endoprosthesis. The sheath was inserted from the right femoral artery (contralateral approach). The delivery catheter of the gore viabahn endoprosthesis (6 mm x 25 cm) was attempted to advance through the sheath. However, the delivery catheter was not able to be advanced into the sheath. The delivery catheter was removed and it was observed the delivery catheter was kinked near the transition. It was reported the delivery catheter was advanced using excessive force because the terminal aorta was severely curved. The physician made the decision to not use this device, as it was reported the guidewire was not able to be inserted into the delivery catheter, due to the catheter kink. It was reported two 6mm x 15cm gore viabahn endoprostheses were used as replacement. The endoprostheses were implanted in their intended location. Reportedly, intraopertive imaging identified the popliteal artery was occluded due to thrombus scatter. A bypass procedure was reportedly performed to secure blood flow to the lower limb. The patient tolerated the procedure.